Event description:
Customer reported that because of a balloon "herniation" during patient use, this was blocking the cannula and the ventilating parameters began to alter and there was no co2 elimination. Customer reported that a physician checked the cannula using a fibrobronchoscopy and discovered the cannula obturation. The report details indicated that decannulation/recannulation of a replacement tube was required. The reporter states the patient is in good conditions thanks to the fast response of the physician.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.